Event description:
On 8/2/24 an ilet user's wife reported the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 7/28/24. The user's wife reported that the user was admitted to the ICU after developing severe vomiting due to covid-19. The user exhibited symptoms of "fruity breath" and high levels of ketones. Initially, the user's blood glucose level was 118 mg/dl, but it rose to approximately 280 mg/dl by the time the hospital staff manually tested it. The user was treated with an IV insulin drip while in the ICU. The user was transported to the hospital by ambulance, as they were unable to go themselves. The user resumed using the ilet and insulin deliveries after being discharged from the ICU.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the days leading up to the event; however, glucose returned to normal range on (B)(6) 2024, indicating perhaps the date of admission to the hospital is incorrect. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hyperglycemia persisted despite multiple infusion set changes over several days. The device was not in use from (B)(6) 2024, consistent with the user's report of requiring hospitalization. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by the user's comorbid viral infection, and failed infusion sets may have contributed to the severity of the event.